Manufacturer narrative:
A complete analysis and testing of 1 opened and used sensor that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states that they have been treating blood glucose levels with manual insulin injections. During troubleshooting, customer was asked to perform a fixed prime of 5 units of insulin. Customer states the insulin did not exit. Next, customer was asked to manual prime of 5 units of insulin. Customer states the insulin did exit device and did not alarm. Advised customer the device is functioning properly. Customer's blood glucose level was 401 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).